Event description:
It was reported that the patient had a warm feeling at the device pocket site, also described as burning in the pocket, which occurred about a week prior to the report. It was noted that the device implanter did not think that the pocket was infected. The device was turned off and the patient thought the symptoms reduced a little, but there was still burning. The patient was scheduled to meet with a manufacturer representative for an impedance test and checkup. It was later reported that impedances were normal and the device battery site didn¿t feel warm to the manufacturer representative, but the patient had a general warm feeling to her skin. It was noted that the patient¿s temperature was 99.8 degrees fahrenheit and the patient had complaints of generally not feeling well. No interventions were planned and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID ne u_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).